Event description:
The initial reporter alleged that the positions of the reagents on the carousel of the benchmark ultra system and those in the vss software version 12.5.4 did not match. The scanned reagents on the carousel were shifted by one position in the software. Several slides were affected by the issue; some slides were not stained at all and other slides were not stained with the correct reagent.

Manufacturer narrative:
The field service engineer (fse) visited the customer site and was unable to reproduce the issue. The reagent belt, motor, and homing sensor were inspected and replaced as a precaution. The fse noted the reagent belt was slightly loose compared to the new belt. The investigation is ongoing.

Manufacturer narrative:
The investigation was able to reproduce the issue on a benchmark ultra system at the investigation site. The investigation determined the event was due to a loose motor belt for the reagent carousel which was identified by the field service engineer (fse) during troubleshooting at the customer site. The service actions (replacing the reagent belt, motor, and homing sensor) resolved the issue.